Event description:
It was reported that during a da vinci-assisted pancreatectomy-total procedure, the tip of the harmonic ace instrument was damaged. The procedure was completed with the same instrument, with no patient injury and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed there was no fragment fall into the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. The instrument was found with teflon pad damage. Missing material, approximately 0.05¿ x 0.03¿, was not returned. Failure analysis found the primary failure of teflon pad damage to be related the customer reported complaint.